Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a motor error alarm during rewind. After the alarm was cleared, an additional motor error alarm was returned. The insulin pump also returned a battery out limit, followed by a failed battery test. Blood glucose level 134 mg/dl at the time of the call. No further information was provided.